Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt intermittently failed incoming functionality testing. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" cutting into the belt discharge wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt for an unrelated issue, when a reportable malfunction was found.